Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 405 mg/dl. Customer had treated their blood glucose with insulin from their insulin pump. The customer also reported a broken belt clip holster. No additional information provided.